Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right atrial lead exhibited noise resulting in inappropriate mode switch episodes. False episodes of high ventricular rates were also noted due to noise on the right ventricular lead. The device was reprogrammed. Patient was stable.